Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) small volume folfusors underinfused medication to the patient. This issue was further described as, ¿the product did not deflate¿. The issue was observed after use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(Omitted on initial report) d4: lot #: update and remove asku d4: UDI #: update and remove ni. The devices were manufactured on september 1, 2022- september 2, 2022. Two actual devices were received for evaluation. The devices contained 19 ml and 34ml of fluid in their bladder. A visual inspection with the naked eye did not identify any physical abnormalities that could have contributed to the reported condition. A functional flow rate test was performed on both devices and the flow rates were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.